Event description:
It was reported that during a watchman left atrial appendage closure while using a nuvision ice catheter, the patient experienced pressure drop, pericardial effusion, and CPR was performed--after which, the patient passed away. It was reported that during a watchman left atrial appendage closure procedure, the physician had difficulty crossing the septum with the nuvision catheter and after approximately 40 minutes, the patient had a pressure drop. It was observed by ultrasound that the patient had a large pericardial effusion around the right atrium and right ventricle. They performed a pericardial effusion and CPR. Over 2 liters was removed from the pericardial space. Surgical intervention was considered, but the family of the patient declined as the patient was a dnr (do not resuscitate). The patient then passed away. Information received indicated the physician¿s opinion on the cause of death was that the nuvision catheter perforated the right atrium.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).